Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage to the device was due to handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. Upon evaluation, it was noted that the bending section glue was cracked and ultrasound probe was cut. Additionally, it was noted that angulation had excessive play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope exhibited sheath damage and pink tip leakage. The event was found during reprocessing. There was no report of patient or user harm associated with the event.